Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 56 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of allergic reaction to antibiotics (tetracycline), drug allergy (pyridium) and allergic reaction to antibiotics (erythromycin). Previously administered products included: iud nos and oral contraceptive nos. As concurrent condition the report mentioned seasonal allergy. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced pelvic pain (seriousness criterion intervention required) and postmenopausal haemorrhage ("post-menopausal bleeding"). The patient was treated with surgery (essure removal via bilateral salpingectomy on (B)(6) 2023). At the time of the report, the outcomes for these events were unknown. The reporter considered pelvic pain and postmenopausal haemorrhage to be related to essure administration. The reporter commented: essure placement details, date: (B)(6) 2009 (per mr), discrepancy start date (B)(6) 2009. Hysteroscopic sterilization essure exam, hysteroscope inserted, uterine cavity inspected: tubal ostiavisualized bilaterally, micro insert placed: left cornua and right cornua, number of proximal coils: 13 on left cornua and 4 on right cornua, patient tolerated placement without difficulty. Post technique: post-operative medications, back up birth control method reviewed, instructed to return for hsg in 3 months¿ post-operative. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.674 kg/sqm. [Blood pressure measurement] on (B)(6) 2009: 104/64. [Body height] on (B)(6) 2009: 62.5 in. [Body mass index] on (B)(6) 2009: 22.7. [Pathology test] on (B)(6) 2023: surgical pathology report: clinical information: post-menopausal bleeding. Pelvic pain. Desires removal of essure coils. Pathologic diagnosis: l. Explanted essure device, right side, gross exam: explanted essure device; 2. Endometrial curetting: very limited tissue sampling, endometrial tissue and metaplastic squamous epithelium showing no atypia; 3. Right fallopian tube, salpingectomy: fallopian tube showing no significant histomorphologic abnormalities; 4. Explanted essure device, left side, gross exam: explanted essure device; 5. Left fallopian tube and retained essure, salpingectomy: fallopian tube showing no diagnostic histomorphologic abnormalities. Unable to grossly visualized retained material. Gross description: explanted essure device, is a thin spiraled metallic filament which measures 20 cm in length. The filament is less than 0.1 cm in diameter and is composed of spiraled shiny silver metallic material. At one end there is a somewhat stretched metallic coil which measures 2.6 cm in length x 0.2 cm in diameter. At the other end there is a tight metallic coil which measures 0.9 cm in length x less than 0.1 cm in diameter. Shreds of white fabric partially envelope the filiment. The specimen is accompanied by a signed release authorizing release of explanted medical devices. The explanted essure device. Right fallopian tube: is a fimbriated fallopian tube which measures 5 cm in length x up to 1 .7 cm in diameter. The fimbria is delicate. Explanted essure device left: is a silver metallic spiraled filament measuring 10 cm in length by less than 0.1 cm in diameter. In the middle there is a tangled and stretched coil measuring 1x0.6x 0.6 cm. At one end there is a tight coil which measures 0.8 cm in length x less than 0.1 cm in diameter. At the other end there is also a tight coil whid1 measures 0.9 cm in length x less than 0.1 cm in diameter. Shreds of white fabric partially envelop the filiment. Accompanying the specimen is a signed authorization for release of explanted medical devices. Left fallopian tube and retained essure, is a fimbriated fallopian tube which measures 5.4 cm in length by up to 1.4 cm in diameter. Serosal surfaces are smooth dusky pink-tan. No grossly discernible foreign bodies are discernable [pregnancy test urine] on (B)(6) 2009: negative. [Weight] on (B)(6) 2009: 126 lb. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-jul-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 56 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of allergic reaction to antibiotics (tetracycline), drug allergy (pyridium) and allergic reaction to antibiotics (erythromycin). Previously administered products included: iud nos and oral contraceptive nos. As concurrent condition the report mentioned seasonal allergy. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced pelvic pain (seriousness criterion intervention required) and postmenopausal haemorrhage ("post-menopausal bleeding"). The patient was treated with surgery (essure removal via bilateral salpingectomy on (B)(6) 2023). At the time of the report, the outcomes for these events were unknown. The reporter considered pelvic pain and postmenopausal haemorrhage to be related to essure administration. The reporter commented: essure placement details, date: (B)(6) 2009 (per mr),discrepancy start date (B)(6) 2009. Hysteroscopic sterilization essure exam, hysteroscope inserted, uterine cavity inspected: tubal ostiavisualized bilaterally, micro insert placed: left cornua and right cornua, number of proximal coils: 13 on left cornua and 4 on right cornua, patient tolerated placement without difficulty. Post technique: post-operative medications, back up birth control method reviewed, instructed to return for hsg in 3 months¿ post-operative. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.674 kg/sqm. [Blood pressure measurement] on (B)(6) 2009: 104/64. [Body height] on (B)(6) 2009: 62.5 in. [Body mass index] on (B)(6) 2009: 22.7. [Pathology test] on (B)(6) 2023: surgical pathology report: clinical information: post-menopausal bleeding. Pelvic pain. Desires removal of essure coils. Pathologic diagnosis: 1. Explanted essure device, right side, gross exam: explanted essure device; 2. Endometrial curetting: very limited tissue sampling, endometrial tissue and metaplastic squamous epithelium showing no atypia; 3. Right fallopian tube, salpingectomy: fallopian tube showing no significant histomorphologic abnormalities; 4. Explanted essure device, left side, gross exam: explanted essure device; 5. Left fallopian tube and retained essure, salpingectomy: fallopian tube showing no diagnostic histomorphologic abnormalities. Unable to grossly visualized retained material. Gross description: explanted essure device, is a thin spiraled metallic filament which measures 20 cm in length. The filament is less than 0.1 cm in diameter and is composed of spiraled shiny silver metallic material. At one end there is a somewhat stretched metallic coil which measures 2.6 cm in length x 0.2 cm in diameter. At the other end there is a tight metallic coil which measures 0.9 cm in length x less than 0.1 cm in diameter. Shreds of white fabric partially envelope the filiment. The specimen is accompanied by a signed release authorizing release of explanted medical devices. The explanted essure device. Right fallopian tube: is a fimbriated fallopian tube which measures 5 cm in length x up to 1 .7 cm in diameter. The fimbria is delicate. Explanted essure device left: is a silver metallic spiraled filament measuring 10 cm in length by less than 0.1 cm in diameter. In the middle there is a tangled and stretched coil measuring 1x0.6x 0.6 cm. At one end there is a tight coil which measures 0.8 cm in length x less than 0.1 cm in diameter. At the other end there is also a tight coil whid1 measures 0.9 cm in length x less than 0.1 cm in diameter. Shreds of white fabric partially envelop the filiment. Accompanying the specimen is a signed authorization for release of explanted medical devices. Left fallopian tube and retained essure, is a fimbriated fallopian tube which measures 5.4 cm in length by up to 1.4 cm in diameter. Serosal surfaces are smooth dusky pink-tan. No grossly discernible foreign bodies are discernable. [Pregnancy test urine] on (B)(6) 2009: negative. [Weight] on (B)(6) 2009: 126 lb. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-jun-2023: medical records received and the follow information were included, consumer's reporter, other health professional, patient's details pregnancy updated from unknown to no. Medical history, lab data, essure start date updated from (B)(6) 2009 to (B)(6) 2009, previous adverse event medical device removal was updated to pelvic pain female, new event postmenopausal bleeding, international medical device regulators forum annex e updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 56 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2023, 4919 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.